Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump had a missing end cap sticker, minor scratches on the lcd window, and a cracked case at the reservoir tube window corners.

Event description:
It was reported the customer had a compromised force sensor system alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.